Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to the device not fully inflating. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and *detached inlet tubing / connector were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separation, surrounded by abrasion was noted on the longer exhaust tube of the pump near the strain relief junction. This is not a site of leakage. Abrasion was noted near the strain relief of cylinder 1. This is not a site of leakage. A separation was noted within abrasion near the strain relief of cylinder 2. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A group of partial striations, indicating contact with unshod instrumentation, was noted on the strain relief of the reservoir. This is not a site of leakage, however the instrument damage contributed to the failure in the valve seating operation. No functional abnormalities were noted with detached connector and tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress on the exhaust tube near the strain relief of cylinder 2 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.